Event description:
As reported by a field clinical specialist (fcs), during valve alignment of a 23 mm sapien 3 ultra valve in the native aortic valve via transfemoral approach, there was, what appeared to be an indentation in the delivery system that could affect valve deployment. The operator proceeded to deploy the valve which did not fully expand due to what appeared to be a leak in the shaft of the commander system. The valve was then post dilated and functioning properly. However, the patient coded due to aortic insufficiency, CPR was started and the patient was placed in ECMO.

Manufacturer narrative:
The investigation is ongoing. The device has not been returned.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions. Added new information to h.6 component codes, type of investigation and investigation findings. The device was returned to edwards lifesciences for evaluation and the following was observed. Inflation balloon returned unpleated. Tear observed on crimp balloon at the balloon shaft/crimp balloon bond. Kink on flex shaft observed approximately 1.75'' from the flex tip. Borescope imagery in flex shaft revealed exposed metal material of the inner flex shaft at the location of the kink. Distal end of balloon shaft revealed scratches where crimp balloon would cover. Removing the flex shaft from the balloon shaft revealed further scrapes and scratched on the balloon shaft. Imagery was provided from the site and revealed the following: procedural imagery shows flex shaft articulating with flex tip at the triple marker. Damage observed. Kink on flex shaft observed. Tortuosity and calcification present on patient's aorta. Tortuosity present in patient's aortic root. Calcification and undersized access vessels present within patient's access vessels. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed based on evaluation of the returned complaint device and provided imagery. No manufacturing non-conformances were identified during engineering evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. As reported, ''there was, what appeared to be an indentation in the delivery system that could affect valve deployment''. Per 3mensio review, the patient had a tortuous aorta and undersized access vessels. It is possible that operators used ''extreme force'' when inserting the delivery system into the sheath and/or advancing delivery system through patient anatomy. Training manual specifies when inserting the delivery system through the sheath, to use short movements when advancing. If not, this may have led to the observed damage on the flex shaft causing the metal component of the flex shaft to bend inward and contact the underlaying balloon catheter. Attempts to perform valve alignment with kinked flex shaft could have caused the abrasions seen on the balloon shaft and resulted in the damage/source of leakage on the crimp balloon. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Available information suggests that patient (undersized vessels, tortuosity) and/or procedural factors (excessive manipulation, valve alignment with damaged flex shaft) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.